Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone. The customer received the sample nozzle and fse provided installation instruction. Fse instructed the customer to verify all alignments and set parameter adjustments for proper positioning. The customer performed quality controls (qc). All passed within acceptable range and the error cleared. The aia-360 instrument operates as intended. No further action required from field services. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2012 is air detected [diluent]. This error is generated when there is no contact with the liquid after diluent suction. The suggestion is for the customer to contact the service department the most probable cause of the reported event was due to bent needle.

Event description:
On (B)(6) 2018, a customer reported getting error 2012 air detected [diluent] on the aia-360 instrument. Customer reported the sample nozzle is bent and they do not have a replacement nozzle. Customer is unable to run patient samples on estradiol (e2). Technical support specialist (tss) ordered a new sample nozzle to be delivered to the customer's facility the next day. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.